Event description:
The customer stated that she tested her blood glucose and received a reading of 104 mg/dl using her contour meter. She was not feeling well, so she called an ambulance. Paramedics tested the customer's blood glucose at 38 mg/dl using their meter. The customer stated that paramedics were going to administer sugar into her body, but she refused. Instead, she was given something sweet to drink. The customer was taken to the hospital and kept overnight. Troubleshooting showed the contour system to be operating as designed. The test strips and meter are to be returned for evaluation. A new contour meter kit was sent to the customer.